Event description:
It was reported that during a gyn case, the device tissue pad broke in half, but did not fall off in the pt. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
Date sent: 04/28/2009. Info anticipated, but unavailable at this time.